Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/18/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: during investigation, the display screen was found to be dim, fading and discolored. Unrelated to this issue, the keypad cover was found to be peeling. (B)(4).